Event description:
This pediatric pt had tubes in his ears (B)(6) 2014. During this procedure the pt went into vf. The device detected and diagnosed vf, atp, and 6 hvli therapies were given, they did not break the vf. The pt was rescued with external defibrillation. The hvli from therapy was >2000ohms on (B)(6) 2014. This is an abdominal implant for long qt syndrome. It was noted the pt was a very active child. The dr believes there was a fracture on the non-greatbatch epicardial patch lead which was confirmed by fluoroscopy. The measured data indicated a sharp increase in hvlic from 50 ohms to > 200 ohms in (B)(6) 2014. It was also noted there were some >2000 high pli values on the 511211 lead in (B)(6) 2014. The pt was also exposed to an emi source that looked like electrical noise on (B)(6) 2014. Fluoroscopy confirmed the 511211 lead had an insulation abrasion in the pocket with exposed conductors. A new lcd was implanted (B)(6) 2014 and all existing leads were capped.